Event description:
Customer's mother reported customer received a low battery alarm, and then a battery out limit after replacing the battery. Customer's blood glucose was 467 mg/dl. She treated with a manual injection. The battery compartment and cap are not damaged or corroded. Customer put in a fresh battery and the device did not alarm. Customer was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).